Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
On 05/17/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: "during thoracic procedure, cadiere forceps wire snapped in patient during robotic procedure. No evident harm to patient. X-ray will be completed at end of procedure. This item is reusable up to 18 uses."